Event description:
Customer reported a button failure.

Manufacturer narrative:
(B)(4). Product eval pending. Issue is being reported as alert could not be cleared by operator. Device manufacture date: (B)(4) 2011.